Event description:
The customer reported to philips that the heartstart mrx defibrillator had issues displaying and transmitting leads ECG. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the heartstart mrx defibrillator had issues displaying and transmitting leads ECG. There was no patient involvement.